Event description:
An ocd field engineer reported on behalf of the customer that the ortho provue analyzer resulted in a pt's sample containing anti-d as negative. The customer repeated the sample in manual gel test using the same lot of screening cells and gel cards and obtained a positive (2+) reactivity. Anti-d was identified. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the customer site and performed adjustments to the reader camera and brightness to return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident.